Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board, battery, and the power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fse reported the system had a communication failure error message, and the system would not make an exposure. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.